Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of genital haemorrhage ('genital haemorrhage') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced burnout syndrome ("professional burn out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), malaise ("malaise"), vertigo ("vertigo"), menstruation irregular ("irregular menstrual cycles") and amenorrhoea ("period of amenorrhoea with no organic cause"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy by laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, fatigue, malaise, vertigo, menstruation irregular, amenorrhoea and burnout syndrome outcome was unknown. The reporter provided no causality assessment for amenorrhoea, burnout syndrome, fatigue, genital haemorrhage, malaise, menstruation irregular and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of genital haemorrhage ('genital haemorrhage') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced burnout syndrome ("professional burn out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), malaise ("malaise"), vertigo ("vertigo"), menstruation irregular ("irregular menstrual cycles") and amenorrhoea ("period of amenorrhoea with no organic cause"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy by laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, fatigue, malaise, vertigo, menstruation irregular, amenorrhoea and burnout syndrome outcome was unknown. The reporter provided no causality assessment for fatigue with essure. The reporter provided no causality assessment for amenorrhoea, burnout syndrome, genital haemorrhage, malaise, menstruation irregular and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of genital haemorrhage ('genital haemorrhage') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced burnout syndrome ("professional burn out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), malaise ("malaise"), vertigo ("vertigo"), menstruation irregular ("irregular menstrual cycles") and amenorrhoea ("period of amenorrhoea with no organic cause"). The patient was treated with surgery (salpingectomy with bilateral coronectomy by laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, fatigue, malaise, vertigo, menstruation irregular, amenorrhoea and burnout syndrome outcome was unknown. The reporter provided no causality assessment for amenorrhoea, burnout syndrome, fatigue, genital haemorrhage, malaise, menstruation irregular and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.